Manufacturer narrative:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator monitor indicating unable to charge, the device prompts the battery level. The device was not in clinical use at the time the issue was discovered. There was no reported patient impact / injury. Asp honglejia fse trained customer how to charge battery. The customer does not report battery unable to charge again after the training. Based on the information available and results of additional analysis, no further action is necessary at this time. A review of the evaluation code table was performed. The actual harm severity of this complaint is s0-negligible, which is lower or equal to the potential severity of s3-critical as per the risk listed in evaluation code table. No further actions are required. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Asp = authorized service personnel. Fse = field service engineer h3 other text : remote support provided.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the efficia dfm100 defibrillator/monitor is unable to charge, prompting a low battery level. There was no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.